Event description:
The doctor reports that the patient has suffered a severe craniofacial trauma. The patient experienced a fall, resulting in a strong impact to the face that caused the rupture of the definitive prosthesis. The affected dental position is #16. The doctor reports edema, inflammation, and pain. The doctor concludes that another implant was placed during the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that a patient experienced a fall, resulting in a strong impact to the face causing the rupture of the definitive prosthesis. The dental site affected was site 16. As a result to the craniofacial trauma, the doctor reported edema, inflammation, and pain. The procedure was completed with another implant. On 09-nov-2023, additional information was obtained from the customer. It was confirmed that there wasn¿t a mandibular fracture. The implant didn¿t dislodge from the implant site; however, the implant became loose as a result to the facial trauma.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) nt485, (osseotite tapered implant 4 x 8.5mm) for evaluation. Visual evaluation was performed, the implant was returned with no damage that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number 2016022108. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2016022108 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. However, per the complaint description, the reported event occurred due to the patient failing. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.